Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was 500mg/dl with high ketones. Bg was corrected via a manual injection and bolus via pump. The customer continued to use the pump for insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.